Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime. The device was received stuck in the motor error loop during bolus/basal delivery. The motor was tested outside of the device and it passed, it may have had an intermittent failure that was not noted during testing. The device had missing end cap, minor scratches on the lcd window, broken battery tube threads, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had a cracks near battery compartment. Customer's blood glucose was unknown mg/dl. The customer stated that they had motor error during priming, missing dome label sticker and many scratches on dispaly window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.